Manufacturer narrative:
Physio control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would show a service wrench icon. Upon initial evaluation it was observed that the device would not recognize a connection through its therapy connector. In addition the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
Section b5 executive summary of supplemental medwatch report 0003015876-2021-01637 indicates: a customer contacted stryker to report that their device would show a service wrench icon. Upon initial evaluation it was observed that the device would not recognize a connection through its therapy connector. In addition the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event. Section b5 executive summary of supplemental medwatch report 0003015876-2021-01637 should indicate: a customer contacted physio control to report that their device would show a service wrench icon. Upon initial evaluation it was observed that the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.

Event description:
A customer contacted physio control to report that their device would show a service wrench icon. Upon initial evaluation it was observed that the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was further evaluated by physio control and reported issue was verified but the root cause could not be determined. The device was archived by physio control and the customer received a warranty replacement.

Event description:
A customer contacted stryker to report that their device would show a service wrench icon. Upon initial evaluation it was observed that the device would not recognize a connection through its therapy connector. In addition the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no reports of patient use associated with the reported event.